Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer stated that she passed out, and a family member called the paramedics. The customer was also suffering from low blood glucose pressure, which the customer stated may have contributed to the event. The customer felt fine at the time of the call, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.